Manufacturer narrative:
(B)(4).

Event description:
Complaint description: "catheter is passed with seldinger technique: puncture, guide step, needle removal and proceed to pass dilator with double sheath. The internal dilator passes well, but the external dilator "moves" at the tip and then bends, saving memory and cannot be inserted".

Event description:
Complaint description: "catheter is passed with seldinger technique: puncture, guide step, needle removal and proceed to pass dilator with double sheath. The internal dilator passes well, but the external dilator "moves" at the tip and then bends, saving memory and cannot be inserted".

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath and lidstock for analysis. The dilator was not returned for analysis. Visual examination revealed that the sheath tip is damaged, frayed back, and starting to split along the score lines. This damage is consistent with undue force being applied to the tip. Signs-of-use in the form of biological material was also observed on the sheath tip. The rest of the sheath appeared as expected. The sheath body measured 4", which is within the specification limits of 3 15/16"-4 1/16" per catheter peel-away product drawing. The peel-away tabs were split, and the sheath extrusion was successfully able to peel along the score lines. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating skin. The customer report of a damaged sheath tip was confirmed through complaint investigation. The returned sheath tip was frayed and split, which is consistent with damage caused by undue force. The sheath was able to pass all relevant dimensional and additional testing, and a device history record review did not reveal any relevant findings to suggest a manufacturing related issue. Based on the sample received and the customer description, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.